Event description:
It was reported that the right atrial (ra) lead exhibited a low out-of-range pacing impedance measurement less than 200 ohms on this newly implanted pacemaker. The presenting electrogram (egm) shows appropriate function with no events recorded. It was noted there was no atrial threshold measurements available, however the other lead measurements are satisfactory. The atrial lead polarity is programmed to unipolar configuration. Further review was recommended. The device and ra lead remain in service. No adverse patient effects were reported.